Event description:
A customer ran an accutni on a patient sample and obtained a result of 0.6 ng/ml. This result was reported out of the laboratory. Another technologist saw the result and realized that the reported result did not match the patient's profile. The sample in question was rerun on different access instrument and the result was 0.06 ng/ml. A corrected result was issued to the doctor.